Event description:
It was reported that the patient experienced withdrawal and symptoms which began the day prior to the report date that included a taste/smell of burnt metal, the sweats, abdominal pain and diarrhea. An x-ray of the catheter was taken and no kink was noted. No alarms were heard or reported via the patient¿s personal therapy manager (ptm). The health care provider (hcp) wanted to have a device manufacturer representative check the pump. The device system was used to deliver morphine. It was later reported that ¿also tasted same after a few more hours¿ when referring to the strange smells, metallic in nature, the patient had begun experiencing on the event date. The patient then took a short nap and woke up in horrible pain ¿that my pump had been holding at bay via morphine infusion¿. The patient took their ptm and tried to give themselves a bolus ¿and nothing¿. The patient noted the refill date on the ptm had changed without being programmed. After the patient did ¿some research¿, they found that ¿this was a sign of major pump failure¿. The patient was unable to locate their hcp that implanted the device and it was noted the emergency room department could not do anything for withdrawal symptoms the pump was ¿controlling¿.the patient was trying to find a hcp that would remove the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. Indications for pump use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Manufacturer narrative:
The previous report was submitted incorrectly as " indications for pump use included non-malignant pain and failed back surgery syndrome." The sentence should have indicated "indications for pump use included spinal pain."

Event description:
(B)(6). On (B)(6) 2016, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. Indications for pump use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated (B)(6) 2016, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.